Manufacturer narrative:
Block h6: imdrf device code a150103 captures the reportable event of bands prematurely deployed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a ligation procedure to treat esophageal varices performed on (B)(6), 2024. During the procedure, when attempting to deploy the band, all seven of the seven bands fell off from the ligator cap. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a150103 captures the reportable event of bands prematurely deployed. Block h11: the returned speedband superview super 7 was analyzed, and it was found that that the returned ligator housing had no bands attached and the ligator housing teeth were bent. No other problems with the device were noted. The reported event of a bands prematurely deployed cannot be confirmed since this problem can only be seen during the actual procedure. Upon analysis, it was found that the ligator housing had no bands attached, and the ligator housing teeth were bent. The marks on the ligator housing teeth implies that the device might have been used with too much force in order for the teeth get damaged or perhaps this could be attributed to the way the physician was entering the device through the patient, could have also affected the functionality of the handle when deploying the bands. Therefore, the most probable root cause of this complaint is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a ligation procedure to treat esophageal varices performed on (B)(6) 2024. During the procedure, when attempting to deploy the band, all seven of the seven bands fell off from the ligator cap. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.